Manufacturer narrative:
Apart from cosmetic damage, both the lift and sling are reported to be in functional shape. However, the reinforcement plastic stays that keep the sling in shape were not present at the time of inspection. As the deficiencies with the products appear to have been induced by use outside of that described in the operating and product care instructions, the root cause of the incident appears to be insufficient knowledge of the operating instructions of these products. The instructions clearly warn users to , "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the pt's weight is gradually taken up." The manufacturer recommends lift operators be retrained according to the operating and product care instructions for the lifter and sling.

Event description:
The facility reports the caregiver went to transfer the pt and grabbed the nearest sling. When the caregiver started to transfer the pt, the pt slipped out of the bottom of the sling. The resident then fell to the floor, hitting her head on the leg of the lift. The resident sustained a fractured pelvis and a laceration to her scalp. At the ER, the pt received stitches for the laceration, but no treatment for the fractured pelvis. The pt returned to the facility the next day.